Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit's batteries are not charging. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).

Manufacturer narrative:
Due to character restrictions in block e1, event site name : (B)(6) med center a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's batteries are not charging.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was able to confirm the reported issue. In order to fix the issue, the fse replaced the power management pcb to resolve the reported issue. The fse then performed calibrations, functional testing, and safety testing, which all passed per factory specifications. The unit was then returned to the customer. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) (B)(6): the failure analysis and testing dept. Received power management pcb, with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. Please see attachment. Fat was able to confirm that the board was bad. This part is obsolete and no longer able to be tested by the supplier for further failure analysis. Retaining the part in the failure analysis and testing department per procedure number.

Event description:
N/a